Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc) two months post implant. A chest x-ray was performed and noted no anomalies. Outputs were increased and appropriate capture was observed. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc) two months post implant. A chest x-ray was performed and noted no anomalies. Outputs were increased and appropriate capture was observed. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the patient did not experience greater than 2 seconds of asystole as a result of the loc.